Manufacturer narrative:
The device was discarded by the hospital. The product was not returned and the root cause could not be determined for this event. This information will be included in trending and future CAPA determinations.no additional information in known about the patient or time of death.

Event description:
It was reported by the sales rep that the md has had a development of aortic insufficiency during robotic mitral repair cases using the icf100, intraclude aortic occlusion device. The case caused "traumatic" damage to the non-coronary leaflet of the aortic valve (av) that he was able to detect and replace the av after the robotic mitral valve repair (rmvr) was concluded. This case occurred within the last few weeks. The md feels that the pre shaped curve of the device may have contributed to damaging the aortic valve. This case of aortic insufficiency that he was unable to be corrected as the icf100 did not provide protection to the myocardium as a consequence of the ai. Injuries lead to patient death due to mal-perfusion of the myocardium. No further information is known about the patient or event. The device was not retained for evaluation. Retrograde cardioplegia wasn't used in and some level of aortic insufficiency was noticed during routine intra-op tee screening. The date of death is unknown.